Event description:
Healthcare professional reported injecting a patient with juvederm ultra plus xc in the "lateral cheek" and a "venous occlusion was observed." Patient was treated with hyalase.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a venous occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.